Manufacturer narrative:
Investigation completed on a smiths medical fluid fluid warming/level 1 hotline accessories pictures attached revealed liquid in the filter. Unit received for testing revealed leak in the valve disc. Device passed all functional testing prior to release of product. The event description provided per customer stated: ?during a pre-use check, the customer found leakage of medical fluid from the product, which did not allow him to use it. No patient injury..?after sample evaluation the most probable root cause for the leak condition in valve disc is due to a operator oversight the operation adhesive (loctite 495) in the valve disc, during disc application process, procedure mp l-10 operation 4.7 ?using loctite 495 and efd solvent dispenser (1000series), step on foot pedal to apply single droplet of loctite 495 to center of vent disc seat or ?castle ring? On gas vent body.? Was not correctly followed.

Event description:
Investigation completed and summary.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical fluid warming accessory found a leakage of medical fluid from the product during a pre-use check. There was no patient present. There were no reported adverse events.